Event description:
It was reported that the package on one side was not sealed. The product was not used on patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Common device name: dressing, wound, drug. Complainant street address: (b(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed, and no discrepancies were found. Aquacel ag+ extra 15x15cm(1x5pk)ster eur was manufactured under system application product (sap) code 1708334 and manufacturing lot number 2d03699 on 07 may 2022 lot 2d03699 was sterilised under lot 2163-2665a and released on review of results of sterilisation provided by sterilisation company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 2d03699. This was the only complaint for the affected lot registered within database. Two photographs were received for this issue and have been evaluated in accordance with work instructions. The photographs confirm the expected lot number, product and the complaint issue where the open seal was evident. The complaint sample was requested on 11 nov 2022 and received on 21 nov 2022. A nonconformance was opened for this complaint issue and investigation raised. The investigation of the complaint sample identified manufacturer splice tape adhered to side seals causing unsynchronised web to cross seals and knife. This resulted in the sachet being cut and sealed in the incorrect position. As the manufacturer splice had not been addressed by an operator upon an audible alarm, awareness training has been assigned for relevant operators. Corrective and preventive actions (CAPA) has been opened to address investigation findings, including review of spice allowance and implement a code change to stop the line if a top splice is detected and hasn't been acknowledged by the operator. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.